Manufacturer narrative:
Occupation is lay user/patient.

Event description:
A nurse called on behalf of one patient who received a discrepant inr result while using coaguchek xs meter serial number (B)(4), when compared with a laboratory result using an unknown method. At 10:00 a.m. The patient's meter result was 5.7 inr and at 12:30 pm the laboratory result was 4.1 inr. The nurse stated the lab result was believed and coumadin dose was changed based of the meter result as the laboratory result was not received until the next day. The nurse confirmed the same dosage change would have been made if the laboratory result was known on the same day of meter result. No medical treatment was received. The patient's coumadin dose was withheld one day prior to high meter result but has since resumed to normal dose. The patient's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The patient is feeling fine. There was no change in the patient's diet. The patient had no signs of bleeding or bruising. The patient is not anemic, has no antiphospholipid antibodies, and is not on direct thrombin inhibitors or heparin. The patient was taking an antibiotic for an infection at the time of the high meter result. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.